Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds and high impedances. The rv lead was inactivated and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.